Event description:
A us distributor contacted zoll to report that a patient developed a rash. The rash was reported all over the patient's body, but mostly under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient's physician considered the irritation a reaction to an insulin medication. Use of that medication was discontinued by a physician. Follow up indicated that the rash was due to the medication and not the lifevest but not clear if the lifevest exacerbated the issue. Patient reported that since discontinuing medication, the rash has improved tremendously and continues to wear the lifevest.